Event description:
A cypher select plus stent dislodged during an attempt to implant the stent. The target lesion was in the distal circumflex artery. The lesion was described as diffusely calcified, 30mm in length, angulated, and 90% stenosed. The reference vessel was 2.5mm in diameter. The physician planned to implant two stents to the distal and proximal circumflex. The lesion was pre-dilated with a 2.5 x 20mm woten balloon at 8 to 12atm. There had been no difficulty in tracking the 2.5 x 33mm cypher select plus to the distal circumflex lesion, but the stent could not cross the lesion. When the physician tried to withdraw the device from the lesion, the stent dislodged. The physician was able to retrieve the stent with a snare and implanted a 2.5 x 28mm xience v stent and another stent proximal to the initial stent, as previously planned, using a new guidewire and guiding catheter to successfully complete the procedure. Negative pressure had not been applied to the sds. There was no reported injury to the patient.

Manufacturer narrative:
Concomitant devices: ebu 3.75 guiding catheter; bmw guidewire; 2.5 x 20mm woten balloon catheter. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Information received from a sales representative indicated that a coronary artery stent dislodged during an attempt deliver the stent to the lesion. The target lesion was in the distal circumflex artery. The lesion was described as diffusely calcified, 30mm in length, angulated, and 90% stenosed. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a 2.5 x 20mm woten balloon at 8 to 12atm. There had been no difficulty in tracking the 2.5 x 33mm cypher select plus to the lesion, but the stent could not cross the lesion. When the physician tried to withdraw the device from the lesion, the stent dislodged. The physician was able to retrieve the stent with a snare and implanted a 2.5 x 28mm xience v stent using a new guidewire and guiding catheter to successfully complete the procedure. An additional stent was implanted proximal to the initial stent as planned prior to the procedure. Negative pressure had not been applied to the sds. There was no reported injury to the patient. The procedural cd was received and reviewed. The cd depicts a stent being implanted in the proximal right coronary artery. This is then followed by what appears to be a marker wire advanced into the distal circumflex artery (cfx). This is then followed by balloon angioplasty of the mid cfx. A stent is then implanted in the mid cfx and more angioplasty is performed proximal to the implanted stent. This is then followed by the deployment of a second stent proximal and appearing to be overlapping the first stent implanted in the mid cfx. There is no evidence of a stent dislodgement on the cd this may be due in part to using fluoroscopy during delivery and retrieval of devices as opposed to using cinematography which would archive the images. The device was returned for evaluation. The reported customer complaint of stent dislodgment was confirmed through failure analysis. After review of the procedural cd and the failure analysis, it is not possible to determine the exact cause for the failure reported by the customer. There is no evidence of stent dislodgment or failure to cross in the procedural cd, but the device has been returned with the stent dislodged from the device. There is no indication of a design or manufacturing related issue therefore no corrective action is needed. One non sterile cypher select + 2.50mm x 33mm was received coiled inside a plastic bag. The sds was received wavy and kinked at proximal area; this condition on the shaft could be related to the way the unit was sent for the analysis. The balloon had not being inflated. The stent was received separated, it was compressed and caught in an unknown received guidewire; it was stretched and had residues of yellowish material. The tip end was ripped. During microscopic analysis marks of bumping and crimping were observed in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.